Manufacturer narrative:
The full lead was returned and analyzed. Analysis indicated that the distal conductor of the lead was obstructed due to a stylet/guidewire stuck in the lumen. The stylet/guidewire was damaged. Visual analysis of the lead indicated damage at implant.

Event description:
It was reported that during the implant of the lead, the guidewire got stuck in the lead and could not be advanced or retracted through the lead lumen and was stuck in the tip. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.